Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 27-aug-2018. It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, it was noted that the shaft was kinked and cut off at 4-5cm just before the hemostatic valve. The device was removed and the procedure was completed with a new nc quantum apex balloon catheter and implantation of a stent. No patient complications nor injuries were reported. However, returned device analysis revealed shaft detached/separated. Returned product consisted of a nc quantum apex balloon catheter in two pieces. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 52.7cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.